Manufacturer narrative:
Revision surgery performed on (B)(6) 2020, 3 years and 9 months from the primary due to an infection. The surgeon revised the liner.

Event description:
Revision surgery performed after 3 years and 9 months from the primary due to an infection. The surgeon revised the liner.

Manufacturer narrative:
Batch review performed on 22.jan.2020: lot 155387: (B)(4) items manufactured and released on 14.12.2015. Expiration date: 2020-11-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
Revision surgery planned after 3 years and 9 months from the primary due to an infection. The surgeon plans to revise the liner.